Event description:
It was reported that a large volume infusor leaked; the bag was wet. This was observed by the nurse, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside a bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be an untightened blue winged cap. A functional leak test was performed by filling the unit with green colored water. After fill and prime, to ensure the blue winged cap is securely connected, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The sample was being monitored until the next day. The next day, no signs of leak were observed. Therefore, the cause of leak inside the bag was potentially due to a use error by not securely tightening the blue winged cap. The reported condition was verified. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.